Manufacturer narrative:
(B)(4). Batch: t5ae79. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with a gst45g cartridge fully fired loaded on the device. Upon further inspection, the spring firing trigger was noted to be loose and out of its intended position. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device closed and opened without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: t5ae79. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during an esophagectomy, they went to use the stapler and were the red safety is and the dark gray button a spring popped out. Case completed with another device of the same product code. There were no patient consequences reported.